Manufacturer narrative:
It was reported that the patient passed away while on the cns and the cns failed to alarm appropriately. The alarm came across as an "orange" alarm instead of a "red" one." Nihon kohden is currently attempting to obtain log files regarding the event for further analysis and nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the patient passed away while on the cns and the cns failed to alarm appropriately. The alarm came across as an "orange" alarm instead of a "red" one."

Manufacturer narrative:
Additional narrative: on (B)(6) 2018, (B)(6) hospital reported an event in which a patient passed away. The monitor technician told the biomed that the alarm came across as "orange" instead of "red", which indicates alarm priority may have been incorrect. The incident occurred during use of telemeter on the cns-6201a (pu-621ra sn:(B)(4). Information on the telemeter or org in question was not provided. Service requested: customer would like to submit an investigation because the unit never alarmed or it alarmed incorrectly. Service performed: customer was provided event investigation guide and directions for pulling logs for evaluation. The data provided by customer did not match what was said during the initial call. Technical support requested additional data from the customer for the time of event, and also requested further clarification on the initial reported issue to have a more concise description of what happened. Conference call was scheduled but no one from the hospital attended. During the data gathering stage, customer discovered that a lot of alarms were off and un-selectable in the "arrhythmia alarm" tab. Customer felt that the cns would have alarmed more correctly if these had been on. Nk support suspected this to not be a technical issue. The confusion lies in the settings and the way the customer is reading the information. On (B)(6) 2019, technical support agent wrote: after much correspondence with the hospital and our clinical team (veffa devers, andrea marks), we were not able to get the information needed to reach a conclusion on this. At this point, the hospital is unwilling/unable to give us any more documentation on this. Investigation result: the cns device warranty began 2016, which is over 2 years at the time of reported issue. A review of device history found 1 related complaint: ticket (B)(4) reported (B)(6) 2019 in which alarms were not heard from the cns. Alarm settings were reviewed to be on but the auxiliary cable for the cns was missing. Customer was unsure how long the cable was missing for. Due to the lack of information provided by the customer, such as additional details of the initial reported incident, along with log files containing data at the time of reported incident, investigation is limited. Additionally, the device was not returned, and nk evaluation of the unit could not be performed. Based on information obtained from customer and consultation with nk clinical staff, the issue appeared to lie with settings and how the customer was interpreting the information. Many alarm settings were found to be off in the "arrhythmia alarm" tab. Possible root cause is user error. Cns-6201a operator's manual advised customer to be careful when turning off arrhythmia alarms as there will be no message or mark to indicate that the alarm is turned off. The operator's manual also advised customer on alarm function, settings (including alarm limits ranges), arrhythmia recall, and alarm priorities. Although the device did not alarm for the suspected event, the cns was continuously monitoring heart rhythm and displaying results for the clinician/staff to observe. Based on the given information, this issue is not suspected to be caused by a deficient device or design. Additional information: date of this report. Date user facility/importer became aware of the event. Type of report. Date report sent to FDA. Date report sent to manufacturer. Date received by manufacturer. Type of report. If follow-up, what type? Additional information: event problem and evaluation codes. Additional manufacturer narrative. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: patient information age at time of event, date of birth, sex, weight, ethnicity, race, relevant tests/laboratory data, other relevant history, including preexisting medical conditions.

Event description:
It was reported that the patient passed away while on the cns and the cns failed to alarm appropriately. The alarm came across as an "orange" alarm instead of a "red" one."